Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block e1: this complaint was received as litigation from a legal source in australia. This event was reported by the patient's legal representation. The implant surgeon is: dr.(B)(6). Block h6: patient code e1405 captures the reportable event of dyspareunia. Patient code e2330 captures the reportable event of pain. Patient code e2006 captures the reportable event of erosion. Patient code 2401 captures the reportable event of unknown serious injury. Impact code f19 captures the reportable event of surgical intervention. Impact code f2303 captures the reportable event of medication required. Impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2018. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; pelvic pain; groin pain; thigh pain; other pain: hip; painful intercourse; inability to have intercourse; difficulties with bowel motions; damage surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: partial removal of mesh - following extrusion into vaginal wall. Nonsurgical treatments: on (B)(6) 2018 the patient commenced pain medication: pandol for the treatment of: pain. Treatment duration: 3.5 years. On (B)(6) 2021 the patient commenced physiotherapy treatment (including pelvic floor exercises or training): pelvic floor exercises and leg stretching exercises to loosen up back. Treatment duration: 1 week. On (B)(6) 2016 the patient commenced topical treatment (including oestrogen cream): ovestin for the treatment of: for dryness. Treatment duration: 5 years. Additional information received on january 17, 2023: the procedure performed on (B)(6) 2018 were posterior repair and transobturator tape (tot) sling procedures to treat a patient with symptomatic pelvic organ prolapse and urodynamic stress incontinence. Finding include, anterior compartment prolapse to -1, cervical descent to -2, and posterior compartment prolapse to +2.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2018. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; pelvic pain; groin pain; thigh pain; other pain: hip; painful intercourse; inability to have intercourse; difficulties with bowel motions; damage. Surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: partial removal of mesh - following extrusion into vaginal wall. Nonsurgical treatments: on (B)(6) 2018 the patient commenced pain medication: panadol for the treatment of: pain. Treatment duration: 3.5 years. On (B)(6) 2021 the patient commenced physiotherapy treatment (including pelvic floor exercises or training): pelvic floor exercises and leg stretching exercises to loosen up back. Treatment duration: 1 week. On (B)(6) 2016 the patient commenced topical treatment (including oestrogen cream): ovestin for the treatment of: for dryness. Treatment duration: 5 years.